Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an entriflex feeding tube. The customer reported that the tube is defective due to the inability to remove the stylet. Customer also reports possible perforation of stylet through the weighted tip of feeding tube after placement in patient. Customer reports patient was transferred to an outside hospital for intervention.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.